Event description:
It was reported that review of a chest x-ray showed a sharp bend in the lead. The physician suspected a fracture. The lead will be replaced. No further information available.

Manufacturer narrative:
Na